Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) impedance. It was also noted that the rv bipolar thresholds and impedance were high as well. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.